Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead (rv lead)exhibited noise. Programming changes were performed. Post procedure, it was noted that rv lead exhibited post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.